Event description:
Fogarty occlusion balloon ruptured with 1.5 ml inflation. After removal, part of balloon was missing from catheter. No change in hemodynamics after rupture. Procedure: transjugular liver biopsy with pressures.